Event description:
It was reported that during a routine device replacement procedure, this right atrial (ra) lead exhibited noise, oversensing and loss of capture (loc). The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.